Event description:
It was reported that, during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While the physician was inspecting the device before the procedure, he noted that the stent was damaged and exchanged stent for a new taxus stent. No pt complications were reported.

Manufacturer narrative:
The device has been rec'd for analysis, however additional testing has not been completed at the time of this report.